Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Large hematoma at access site. Device removed and manual pressure held to reduce size. Henostasis with perclose.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b5; d1; d4(serial); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Impella cp was inserted via femoral artery in a 75 year old male patient presenting with ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage c. After insertion there was a large hematoma at the access site. The patient was successfully weaned and the device was removed with manual pressure post removal to reduce the size. Hemostasis was achieved with perclose. There were no other noted events post removal.